Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/28/2016 with the following findings: a review of the meter history indicated a meter error 1 sub-code 17 had occurred, indicating a rf failure. The meter powered on normally and successfully paired with a test pump. No errors occurred during investigation. The complaint was observed in the meter history but could not be duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an error1 alarm issue on the meter remote. There was no reported adverse event associated with this complaint. This complaint is reportable because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.